Manufacturer narrative:
(B)(4). The condition of a infuso.r. Pump with an "alarms" issue was confirmed and reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer. The pump was returned unrepaired. A follow-up will be sent when additional information is available. (B)(4).

Manufacturer narrative:
The condition of constant alarm was confirmed and duplicated due to a separated motor. The device was returned to the customer unrepaired due to estimate refusal by customer. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported an infusor pump with a condition of "alarms". It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available. During device evaluation by baxter, a constant alarm was encountered after the pump started infusion, causing an interruption of delivery.